Event description:
It was reported that a staff member was injured by a mattress not being velcro-ed to the litter deck. No further information has been provided regarding the injury, other than that the person was out of work for 2 weeks as a result of the event.

Event description:
It was reported that a staff member was injured by a mattress not being velcro-ed to the litter deck. No further information has been provided regarding the injury, other than that the person was out of work for 2 weeks as a result of the event.

Manufacturer narrative:
The customer did not respond to multiple attempts to gather further information regarding the complaint. If the customer responds, the investigation will be reopened and a supplemental report will be filed if new information is obtained.